Manufacturer narrative:
The device was returned to heartsine for further evaluation. Evaluation of the device determined the cause of the reported issue to be a failure of the bt1 coin cell. It was found to be severely depleted. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device was not giving audio feedback as expected. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted stryker to report that their device was not giving audio feedback as expected. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.